Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-13271, 2017865-2022-13274, 2017865-2022-13275. It was reported that the patient presented with exudate and skin erosion at implanted device pocket site during follow-up in clinic. The patient had a (B)(6) infection and antibiotics were provided. The physician explanted the system ¿ pacemaker, right ventricular lead, left ventricular lead, and atrial lead. The system was replaced with pacemaker, right ventricular lead and left ventricular lead. The patient was in stable condition.